Manufacturer narrative:
Imaging protocols for the cranial, dbs, spine, and ent navigation applications state "although imaging may occur at any time prior to surgery, fiducial markers must remain fixed from the time of scanning until after surgery. Instruct the patient not to remove or alter the position of the markers until after surgery. If a marker falls off after the patient has been scanned, leave it off."

Manufacturer narrative:
On (B)(4) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(4) 2015 to (B)(4)2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon made 3 attempts at touch-n-go registration of the patient and was unsuccessful. It was noted that fiducial placement was poor; some fiducials placed on the hair, some moved or peeled off. The surgeon next performed a pointmerge registration using anatomical landmarks, and deemed being accurate. The patient was draped and opened, and the surgeon deemed being accurate on the bone. The surgeon made craniotomy and noted that as they went deeper they became more inaccurate. All the while, the surface/bone remained accurate. The medtronic representative noted the surgeon was touching the inner ear canals and the crosshair showed on the occipital bone at the back of the head, approximately 6 centimeters inaccurate. After a 15 delay to trouble-shoot, the surgeon opted to discontinue the use of the navigation system and free-handed the procedure to completion. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Software investigation completed. Findings are that some fiducials were place on the patient's hair while others had moved or peeled off. This would not allow for an accurate touch-n-go registration. Software is functioning as designed. Use error.